Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, successfully resolving the issue as no further malfunction code recurred.